Event description:
It was reported to philips that a device error is appearing. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device showed an error. There was reportedly no patient involvement. While user impact was noted in the source system, the good faith effort (gfe) process confirmed there was no user harm nor impact. Results of onsite functional testing indicate that an operation test was performed successfully, and the device is functioning without additional repair. The mrx is not available for additional investigation as it was returned to use at the customer site. The device was functioning after an operation test was completed and remains at the customer's site. No further action warranted at this time.